Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl to 150mg/dl. The blood glucose testing is performed by the customer twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer informed that have not had any recent changes in diet, or exercise; however, has had recent changes to her diabetic medication. The customer is comparing the blood glucose test results from trueresult meter to daughter's onetouch meter; and observed 9mg/dl difference lower readings with trueresult. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 170 mg/dl and 206 mg/dl. The product is stored in the bedroom and customer's purse. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl to 150mg/dl. The blood glucose testing is performed by the customer twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer informed that have not had any recent changes in diet, or exercise; however, has had recent changes to her diabetic medication. The customer is comparing the blood glucose test results from trueresult meter to daughter's onetouch meter; and observed 9mg/dl difference lower readings with trueresult. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 170 mg/dl and 206 mg/dl. The product is stored in the bedroom and customer's purse. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.